Manufacturer narrative:
Journal article: three-year clinical outcome of biodegradable hybrid polymer orsiro sirolimus-eluting stent and the durable biocompatible polymer resolute integrity zotarolimus-eluting stent: a randomized controlled trial authors: soo-hyun kim, si-hyuck kang, joo myung lee, et. Al. Journal: wiley year: 2019 reference: doi: 10.1002/ccd.28654 there is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The aim of the study was to compare long-term clinical outcomes between patients treated with orsiro sirolimus-eluting stents (o-ses) and those treated with durable biocompatible polymer resolute integrity zotarolimus-eluting stents (r-zes). Resolute integrity rx coronary drug eluting stents were implanted in 122 of the population. The remaining were implanted with o-ses stents. Dual antiplatelet therapy was given as recommended for at least 12 months unless contraindicated. Patients with resolute integrity rx stents were assessed at 1,3,9 and 12 months and extended annually thereafter up to 3 years. Clinical outcomes reported in the study population included cardiac death, non-cardiac death, myocardial infarction, target vessel r evascularization (tvr), target lesion revascularization (tlr), bleeding, stroke, stent thrombosis. No information was available about the cause of death.

Manufacturer narrative:
The physician indicated that there was no adverse event resulting from medtronic devices. If information is provided in the future, a supplemental report will be issued.